Event description:
It was reported that the health care provider had revised the catheter once before because the catheter had slipped back. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was later reported that the cause of the event was it catheter fracture. The patient experienced withdrawal. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc lot # n232254002 implanted on: (B)(6) 2010 explanted on: unknown 8835 personal therapy manager serial # (B)(4).